Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a ¿check sensor¿ error message on the adc freestyle libre on the same day of application. It was further reported the customer experienced ¿stress, limp, eyes starts rolling back of the head, constantly sick,¿ loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and provided an unspecified treatment for the reported issue. The caregiver also noted the hcp provided the customer¿s regular medications of 75ml clopidogrel tablet, fludrocortisone, 100ml hydrocortisone injection, and 10ml hydrocortisone tablets. There was no report of death or permanent impairment associated with this event.